Event description:
Ten days post in-office rhinaer posterior nasal nerve radiofrequency ablation procedure, patient presented to emergency department with severe posterior epistaxis requiring operative sphenopalatine artery ligation.